Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. After analysis it was found that the bottom hinge of the plate was broken possibly by final user handling after the manufacturing process was completed. Root cause could not be determined due to it was not possible to know when the bottom hinge of the plate was broken.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the reservoir was connected to the drain. During the procedure, the flap part was broken right after flapping up for suction. There was no adverse patient consequence reported.